Manufacturer narrative:
Corrected: d9.

Manufacturer narrative:
The evaluation of the event is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated: h11. Corrected: d9. This report is being supplemented to provide additional information based on the legal manufacture's review of third-party culture testing. Olympus provided the following result of the culture test performed at a third-party lab of the device after repair: sampling date: (B)(6) 2024. Sampling from: distal end, cfu: no detection, bacterial identification: n/a. Sampling from: biopsy channel, suction channel, cfu: 0 cfu, bacterial identification: n/a. Sampling from: a/w-channel, cfu: 0 cfu, bacterial identification: n/a. Sampling from: auxiliary water channel, cfu: 0 cfu, bacterial identification: n/a. Growth of microorganisms were reported to have been found through culture testing by the user after reprocessing. When olympus culture tested, two times, after reprocessing in accordance with the IFU before repair, growth microorganisms was confirmed. Olympus again cultured tested the device after repair and reprocessing in accordance with the IFU, and the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2024. Sampling from: distal end. Cfu (colony forming units): n.d. (No detection). Bacterial identification: n/a. Sampling from: biopsy channel, suction channel. Cfu: 0 cfu. Bacterial identification: n/a. Sampling from: a/w-channel. Cfu: 2 cfu. Bacterial identification: staphylococcus hominis, pseudomonas aeruginosa. Sampling from: auxiliary water channel. Cfu: 1 cfu. Bacterial identification: brevundimonas diminuta. Sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: n.d. Bacterial identification: n/a. Sampling from: biopsy channel, suction channel. Cfu: 1 cfu. Bacterial identification: streptococcus salivarius. Sampling from: a/w-channel. Cfu: 17 cfu. Bacterial identification: streptococcus salivarius. Sampling from: auxiliary water channel. Cfu: 0 cfu. Bacterial identification: n/a. The device was evaluated where additional potential adverse event was confirmed foreign material was noted in the connecting tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of reportable issues could not be specified. It was presumed that reprocessing was not conducted properly due to scratch on the device. Olympus confirmed foreign material at insertion section, but could not identified the material. Subsequently, the material was not possibly eliminated due to physical damage on the device even though reprocessing was conducted properly. Despite good faith attempts the user did not provide result of culture test. Culture test in the third-party labs resulted in detection of bacteria. The device had been sent out for additional third microbiological testing and the microbiological analysis results are pending. A supplemental report will be submitted with upon completion of further culture testing. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.